Manufacturer narrative:
Concomitant medical products: product ID: 870,9 serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-oct-2006, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2000mcg/ml baclofen at 339mcg/day via an implantable infusion pump for intractable spasticity and stroke. It was reported that the patient had their pump replaced on (B)(6) 2018. The hcp reported that the patient presented on (B)(6) 2018 in withdrawal. The patient was itchy, sweating, and had more spasticity. The patient was told to take 20mg of oral baclofen, but they took 30mg and were still having the symptoms mentioned. An x-ray was taken of the catheter which looked intact. The patient was still itchy on the morning on (B)(6) 2018 after taking the oral medication. The hcp reported they aspirated at the pump replacement and got cerebrospinal fluid (csf) back. It was reported the catheter looked good at the time of the replacement. The hcp was planning on doing a dye study. It was later reported that the cause of the patient's symptoms was that the catheter was kinked. The catheter was replaced and the symptoms resolved. No further complications were anticipated/reported.